Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during pre use inspection that the cardiosave intra-aortic balloon pump (iabp) experienced a failure in the alarm electrical test. An error was generated during startup preventing the device from being operated. There was no patient involvement.